Event description:
It was reported that during post-procedure check on (B)(6) 2022, the patient presented with no capture on their left ventricular lead implanted on (B)(6) 2022. It was later confirmed via chest x-ray that the lead was dislodged. The lead was repositioned on (B)(6) 2022. There were no patient consequences and the patient was in stable.